Manufacturer narrative:
A review of the records related to this equipment that included labeling, manual, trending, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigation's associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that there was suction loss in right operative eye right before fragmentation due to patient coughing. Catalys aborted and doctor proceeded to manual surgery with no additional problems.